Manufacturer narrative:
The injection screw was not bent. There is some resistance when the injection screw is being extended and when retracting; this is caused by a broken encoder bond. Unable to perform functional test due to this issue.

Event description:
The customer reported via phone call that they feel a weird resistance when pressing the dose button and does not know if the insulin pen is delivering correct amount of insulin. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.